Event description:
It was reported that the patient had difficulty when attempting to insert the magic 3 coude catheter. The patient was unable to void with the coude catheter. However, the patient experienced a successful insertion of a straight catheter. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the patient had difficulty when attempting to insert the magic 3 coude catheter. The patient was unable to void with the coude catheter. However, the patient experienced a successful insertion of a straight catheter. No medical intervention was reported.